Manufacturer narrative:
The issue was confirmed and traced to a low bios battery voltage on the ippc motherboard. The bios battery was replaced and a database repair was performed. The device was tested and returned to full functionality.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was low image storage on the allura xper fd20. The clinical use of the system was in use.there was no harm reported to philips.